Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Two days after implantation, an insulation defect close to the suture sleeve was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. 20 cm distal to the is-1 connector pin the outer conductor coil was found deformed. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.